Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during an unknown procedure performed on (B)(6) 2022. During the procedure and inside the patient, the energization of the device was noted to be poor. The snare was reliably connected to the active code and there were signs of tissue blanching. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.